Manufacturer narrative:
Mml # (B)(4). Other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation leads. Serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator(ipg) pocket site. The patient no longer wanted the device and requested removal. The ipg and two leads were removed without complications. The device was functional and operating as intended. No device was returned for evaluation.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator(ipg) pocket site. The patient no longer wanted the device and requested removal. The ipg and two leads were removed without complications. The device was functional and operating as intended. No device was returned for evaluation.

Manufacturer narrative:
Mml # (B)(4). Other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation leads. Serial numbers: (B)(6). UDI #s: (B)(4). The device history record was reviewed. No relevant nonconformances were found. Updated h6.